Event description:
It was reported that during a pulse field ablation procedure (pfa), a faradrive steerable sheath was selected for use. After inserting a non-boston scientific (bsc) mapping catheter into the faradrive sheath and acquiring the pre-mapping, the catheter was changed to farawave catheter and backflow was performed. Upon confirming backflow, air bubbles were noted in the lumen. Additionally, a leak was noted. No air was noted upon removing the dilator and the sheath was suctioned. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device technical analysis. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink near the distal tip of the sheath shaft. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Device history record review. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review. A risk review performed for the faradrive device confirmed that the events of visible air bubbles and leak are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion. Boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. Additionally, the observed kink near the distal tip of the shaft is most likely related to cause traced to transport/storage.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure (pfa), a faradrive steerable sheath was selected for use. After inserting a non-boston scientific (bsc) mapping catheter into the faradrive sheath and acquiring the pre-mapping, the catheter was changed to farawave catheter and backflow was performed. Upon confirming backflow, air bubbles were noted in the lumen. Additionally, a leak was noted. No air was noted upon removing the dilator and the sheath was suctioned. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.